Event description:
A physician's hand-held device was said to no longer be holding a charge, which had begun approx one week previously. The physician generally stored the device in his filing cabinet, and there was no swelling reported on the battery.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.